Event description:
It was reported that during a da vinci-assisted surgical procedure, errors 23027 and 23030 occurred on the system. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed errors pointing to the digital pot health of joint two on the right master tool manipulator (mtm). The tse had the customer perform two hard power cycles on the surgeon side console (ssc) with no change. The customer did not have a second ssc. The procedure was completed with no report of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter to obtain additional information. The nurse did not have any additional information about the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors 23027 and 23030 on the system. The master tool manipulator (mtm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to trigger errors 23027 and 23030. The mtm failed the check sensor test due to the errors on axis 2 and 3. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.